Event description:
The customer reported that they test their high-level disinfectant solution each morning and not before each use as required by the instruction for use. The customer stated that they have not had "any problems" the way that they use the solution and test strips. The customer stated that they have not had any pt injuries related to this issue. The clinical rep reviewed the instructions for use with the customer.